Event description:
It was reported that a spectrum iq pump underinfused during vasopressor treatment in the medical intensive care unit. The bag was noted to be almost full despite having been hung twelve (12) hours prior. Drips were not dropping in the chamber. The intravenous tubing was adjusted and the pump never alarmed or gave any indication that the medication was not being delivered properly. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the serial number provided was not valid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.